Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During a radiofrequency ablation procedure, a pericardial effusion occurred. After ablation was performed along the roof of the left atrium, the patient became hypotensive and a pericardial effusion was noted on fluoroscopy. Surgical repair of the perforation was performed at the base of the left atrial appendage near the roof.

Manufacturer narrative:
(B)(4). The log files have not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted. (B)(4).

Event description:
During an ablation procedure, a pericardial effusion was found on fluoroscopy. A perforation was shown at the base of the left atrial appendage near the roof. The patient was taken to the or and put on bypass.